Manufacturer narrative:
Manufacturer investigation conclusion: the report of a broken system controller power connector pin was confirmed during the investigation of the returned 14v battery clip (ln 91201532). Visual inspection of the battery clip revealed a broken pin lodged inside of the battery clip's power cable connector. This pin corresponded to a negative power line (v-) that is a redundant connection and the pin matched a broken pin of a related heartmate 3 system controller associated with this complaint. Although the root cause of this damage could not be conclusively determined, the damage appeared to be a result of handling. The pin lodged inside of the battery clip's connector could not be removed. Therefore, the device could not be fully tested. The damaged connector prevented a system controller from being properly connected to the battery clip. The damaged battery clip was scrapped. Reports of similar events will continue to be tracked and monitored. Heartmate 3 instructions for use section 2-"system operations" and heartmate 3 patient handbook section 2-"how your heart pump works" caution "when connecting power cable connectors, do not try to join them together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them." Heartmate 3 instructions for use section 3-"powering the system" and heartmate 3 patient handbook section 3-"powering the system" cover the proper steps for connecting a system controller to external power sources. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the account noticed a broken pin on the black connector, the pin remained plugged into the battery clip. The controller was exchanged. No further information was provided.